Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was returned in good physical condition. The event history log was accessed and there was no evidence of the reported issue. Accuracy test was performed and the reported issue could not be duplicated. The reported issue was caused by customer perception.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump over-delivered. It was reported that the pump displayed 24ml remaining, but the actual remaining amount was 1.5ml. Per the reporter, the infusion was for pain management of a hospice patient and that treatment was continued with another pump. No adverse patient effects were reported.